Manufacturer narrative:
The rpm diff error is the us term for the "runaway" error. As stated by the fst via communication field on 2020-03-23 the issue was not duplicated and no parts were replaced. The issue is solved and unit back in use. The only thing that has to happen is a getinge clinical applications rep needs to visit with the account to make sure it's not something they're doing wrong applications-wise. Thus the reported failure could not be confirmed. The most "probable" root cause for the rpm diff error is an erroneous motor tacho generator signal due to the carbon brushes (e.g. Stuck carbon brush). It is unknown when the event occurred, was the device being used for treatment or diagnosis of the patient the hl20 which was used was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
In USA it was reported that the hl20 roller pump displayed the error message "diff rpm". Complaint: #(B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In USA it was reported that the hl20 roller pump displayed the error message "diff rpm". Complaint:# (B)(4).